Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made. Patient is fine.